Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jan/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis identified an extended shell opening, red particles in the shell, and device was labeled as left side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: pain and rupture.

Event description:
Patient reported left side "possible rupture" and "pain". Device has been explanted.